Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) had come loose and it was "flopping all around." Some nights, the patient was in a lot of pain because her ins "got twisted around or something." The patient would rather have the ins taken out. It was noted that a different healthcare professional had taken over because her original healthcare professional was no longer doing surgeries anymore. The patient was then turned over to another healthcare professional, but had not seen that healthcare professional yet. It was also reported that the patient could not see the healthcare professional because she had brain surgery last summer and was unable to drive herself. It was noted that the patient was feeling better. The patient was told to "have the ins work its way right out of her back," and she said she would wait and then have the manufacturer deal with that. The consumer reported that she started noticing the issue 6-8 months ago, and a manufacturer representative was made aware of the issue in "(B)(6) 2015 or something like that." Follow up indicated the manufacturer representative did not have information on this patient or the event. The manufacturer representative did not recognize the patient's name and the manufacturer representative had not been contacted by anyone with the patient's name in the past few months. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain.

Event description:
Additional information received from a consumer reported the patient notified her managing physician about the stimulator moving in the pocket and causing her pain after her brain surgery. In (B)(6) 2016, the patient saw a neurologist who wanted the patient to find another neurologist to take it out. No steps were taken to resolve the stimulator moving in the pocket and causing the patient pain. The doctor who put the patient's stimulator in left. The patient stated that he should be held responsible and the whole thing was so traumatic that she would rather deal with the pain. The stimulator moving in the pocket and causing the patient pain had not been resolved at the time of this report. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that the brain surgery was unrelated but due to the brain surgery they had lost weight. The patient saw a neurologist close to their house and the doctor said that the implantable neurostimulator (ins) needed to be sewn down but the patient thought they should just take the ins out at this point. The patient noted that the ins being loose had been an ongoing issue for a year prior to the report.